Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high pacing thresholds. The lead was surgically explanted and was replaced. No additional adverse patient effects were reported.